Event description:
Information was received that a smiths medical ventilator is inoperable.

Manufacturer narrative:
Evaluation results: one pneupac ventilator was received in used condition with visible damage to the battery compartment. The device was received with the mounting bracket assembly, and the screws. The device did not function electronically due to the damaged battery compartment. The customer's complaint was therefore confirmed.